Event description:
The customer reported that the indicator light (asi) is blank; however, the unit turns on and proceeds through the user instructions. Battery is showing almost full on the screen as well. The unit appears to be operational otherwise. The reported event did not occur during patient use.

Manufacturer narrative:
The customer reported that the indicator light (asi) is not flashing green; however, the unit turns on and proceeds through the user instructions. Battery is showing almost full on the screen as well. During a follow up communication with the customer, the customer responded that they now have a green asi and no further help is needed. The IFU states: improper maintenance can cause the defibtech ddu series aeds not to function as designed. Maintain the AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.